Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 419678 implantable pacing lead: (B)(6) 2010. 693565 implantable tachy lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had early battery depletion as the device had reached elective replacement indicator (eri) at twenty-six months. It was noted that there was an alert triggered for recommended replacement time (rrt). It is also acknowledged that there is high atrial lead output, but is concerned that there might be other causes for early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.